Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The control pc-board was eventually returned and has now been investigated. The control pc-board was simulated use tested in a compressor unit, according to its specification, without any occurrence of alarms. The investigation found that the pc-board was functioning normally. The cause of the reported event has not been established.

Event description:
(B)(4).

Manufacturer narrative:
The unit has been investigated by our field service engineer. The issue was solved by replacing the circuit board. Efforts have been made to retrieve the replaced part but without success. No parts have been returned and no ventilator logs have been provided for investigation. Hence, it has not been possible to determine the root-cause.

Event description:
(B)(4).

Event description:
It was reported that the compressor got into standby mode when ventilating a patient. There was no patient harm. (B)(4).